Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Analysis found the knob was missing. Analysis also found the upper case was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the selector knob was broken. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.